Event description:
It was reported that patient experienced pain at ipg site and difficulties charging the ipg due to migration and flipping in the pocket. Surgical intervention may take place to address the issue.

Manufacturer narrative:
B3-date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.